Event description:
Patient reported last two shipments of firazyr have been broken and their takhzyro needles are always dull. Additional information received on14may2025: firazyr the plunger was broken, as it would not stay in place - patient held it in place and once it went down far enough, it was okay. There was no adverse event or missed dose. The lot numbers were unknown and the samples were discarded.

Manufacturer narrative:
Investigation reports are pending from the contract manufacturers.

Manufacturer narrative:
No new information available. Investigation reports are still pending from the contract manufacturers.

Event description:
Patient reported last two shipments of firazyr have been broken. Additional information received on14may2025: firazyr - the plunger was broken, as it would not stay in place - patient held it in place and once it went down far enough, it was okay - there was no adverse event or missed dose. The lot numbers were unknown and the samples were discarded.

Manufacturer narrative:
As the batch number is not available, no review of the manufacturing records (batch documentation) can be carried out. No trend regarding closed complaints for the affected product and clean room can be seen which could be related to the cmo manufacturing process or the supplier's process.

Event description:
Patient reported last two shipments of firazyr have been broken. Additional information received on 14may2025: firazyr plunger was broken, as it would not stay in place - patient held it in place and once it went down far enough, it was okay. There was no adverse event or missed dose. The lot numbers were unknown and the samples were discarded.